Event description:
Patient had an anterior cervical diskectomy at c5-6 and c6-7. After placing screws, but before locking the plate in position, the surgeon removed the retractors to relieve the tension. The physician tapped the locking mechanism into place, apparently in the wrong direction. The cantilever spring projected up 1 mm off the top of the plate, but not noticed at the time. The site was closed. Several days later the patient developed dysphagia. A barium swallow showed extravasation of barium. The hardware and screws were removed; a tear was identified in the esophagus at the level of the 1mm elevation on the plate. The esophagus was sutured.